Event description:
Updated ed: concomitant devices reported: pfna blade (part#04.027.015s, lot# 30p7076, quantity# 1) , locking screw (part#04.005.522s, lot# 6l52195, quantity# 1) . This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history part: 472.265s , lot: 27p6387 , expiry date: 01. Nov. 2029, manufacturing site: bettlach, release to warehouse date: 06 dec. 2019. A manufacturing record evaluation was performed for the finished device with lot number 27p6387, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D11: corrected concomitant devices reported on follow-up medwatch report 1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corrected event description: device report from synthes reports an event in netherlands as follows: it was reported a revision surgery occurred on (B)(6) 2020 due to a secondary femur fracture and proximal femoral nail antirotation (pfna) nail breakage. The original surgery and implantation occurred (B)(6) 2020 for a femur fracture and a proximal fixation nail antirotation (pfna) construct had been implanted. After the result of the chest x-ray and evaluation of this, surgeon concluded that they had to use a longer pfna. No information known on surgical delay or patient status. Concomitant devices reported: pfna blade (part#04.027.015s, lot# 30p7076, quantity# 1), locking screw (part#04.005.522s, lot# 6l52195, quantity# 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a revision surgery occurred on (B)(6) 2020 due to a secondary femur fracture. The original surgery and implantation occurred (B)(6) 2020 for a femur fracture. A proximal fixation nail anti-rotation (pfna) construct had been implanted. No information known on surgical delay or patient status. This is report 1 of 3 for (B)(4).